Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained when a single patient sample was tested using vitros tsh lot 7110 on two different vitros xt 7600 integrated systems. The results were lower when compared to vitros tsh lot 7070 results for the same patient sample. Patient 1, vitros tsh lot 7110 results of 0.033 and 0.022 miu/l (hyperthyroid) versus the initial vitros tsh lot 7070 result of 0.083 miu/l (hyperthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained when a single patient sample was tested using vitros tsh lot 7110 on two different vitros xt 7600 integrated systems. The results were low when compared to tsh results obtained from the same patient sample using alternate vitros tsh lot 7070. A definitive cause of the event was not established. A vitros tsh lot 7110 reagent issue cannot be ruled out as a contributor to the event as there was limited qc data available to assess historical vitros tsh lot 7110 performance as the lot was recently put into use on the instruments. In addition, the vitros tsh lot 7110 results for the patient sample were low compared to the vitros tsh lot 7070 results for the patient, indicating a potential vitros tsh lot 7110 reagent issue. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7110. Diagnostic precision testing indicated acceptable performance of one of the vitros xt7600 integrated systems. However, no precision testing was conducted on the other vitros xt7600 integrated system. Therefore, instrument related issues cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Furthermore, it was not known how the sample was handled between testing events.